Event description:
New information received noted that lead noise was noted on the right atrial lead on interrogation reports on (B)(6) 2019. There was no evidence of lead noise on the right ventricular lead. The patient was device dependent.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-14317. It was reported that the right atrial lead and right ventricular lead exhibited over-sensing. Programming changes were successfully made. Patient was stable.